Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. It was reported that the customer lost consciousness; during this time the paramedics tested the customer with her guide system and received a blood glucose result of 126 mg/dl. The paramedics treated the customer, however the type of treatment provided was unknown. The customer reported that she has two vials of test strips and one vial is expired. The customer was not sure which vial the paramedic's used to test her blood glucose. The customer recovered at home and was not transported to the hospital.

Manufacturer narrative:
Customer has two vials of accu-chek guide test strips, 1 current and 1 expired, she is not sure which vial was used during the event. Lot.103249 expiry 10/14/2023. Date mfg date: (B)(6), 2022. Lot.102739 expiry 01/31/2023. Date mfg date:(B)(6), 2021.